Event description:
There was an allegation of a questionable elecsys hbsag ii result from the cobas 6000 core unit for one patient. The initial result was 1.24 coi (reactive). The repeat result was 0.68 coi (non-reactive). The questionable result was not released outside of the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The elecsys hbsag ii reagent lot number is 863863, and the expiration date was not provided. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." A field service engineer (fse) determined that the measuring cell has been in use for more than 2 years, and the customer does not perform regular lfc (liquid flow cleaning). The fse replaced the measuring cells, resolving the issue. The investigation determined that the service action resolved the issue.